Manufacturer narrative:
The bioshield biopsy valve is used to cover the opening to the biopsy/suction channel inlet of a gastrointestinal endoscope. The bioshield biopsy valve provides access for endoscopic device passage and exchange, helps maintain insufflation and minimizes leakage of biomaterial from the biopsy port throughout the gastrointestinal endoscopic procedure. The device history record was reviewed and confirmed the devices were manufactured to specification. There have been no other complaints associated with this lot. The devices subject of this complaint were not returned to us endoscopy for evaluation. The instructions for use include the following statements: "do not leave a device hanging from the valve. Doing so can cause the creation of a larger valve slit/hole that may cause leakage. If the lid of the valve is opened while attached to the endoscope during a procedure, scope suction will be compromised and leakage may occur. If leakage occurs, a sterile gauze should be used to cover the valve."

Event description:
The distributor in the (B)(4) received report of bodily fluid spray during passage of devices through bioshield biopsy valves. There was no report of patient or user contact.